Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned coronary procedure, but it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that device is not booting up. Review of the system log file showed malfunctioning memory (dimm). Fse checked the bios setting and found that the bios battery and host pc does not turn on normally. Host - pc motherboard battery is too low. Fse replaced the host- pc motherboard battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported. A philips engineer visited site and replaced the bios battery in the host pc. The device was returned to expected functionality.